Event description:
It was reported that the doctor found a green plastic piece in the incision after irrigating with the green bulb syringe. The piece of debris was removed from the patient's wound. It was alleged that the small piece was on the inside of the bulb and came out into the wound when irrigated. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed but the cause could not be determined. One photo sample was evaluated and showed an irrigation syringe that closely matched the description for the product reported, which was noted to be on the outside of any packaging. Additionally, the photo showed foreign particulate in a surgical tray and it closely matched the color of the bulb of the syringe. The standard states "loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). Per the dirt estimation chart." The actual size of the foreign object could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor found a green plastic piece in the incision after irrigating with the green bulb syringe. The piece of debris was removed from the patient's wound. It was alleged that the small piece was on the inside of the bulb and came out into the wound when irrigated. No medical intervention was reported.